Event description:
It was reported that the usb port was damaged, rendering it unable to be plugged in or powered on despite testing with multiple cables. There was no information on blood glucose levels provided, and the warranty was to expire soon. The customer was awaiting the return of the pump for examination, and it was confirmed that the device would be returned, with a replacement pump sent in exchange. No further details were available regarding the outcome of the incident.